Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t e-z set¿ catheter leaked between the "butterfly" and the connector. The following information was provided by the initial reporter, translated from portuguese to english: the device leaked between the ¿butterfly¿ and the connector.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd saf-t e-z set¿ catheter leaked between the "butterfly" and the connector. The following information was provided by the initial reporter, translated from portuguese to english: the device leaked between the ¿butterfly¿ and the connector.